Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -09.50/+1.0/012 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2023 but the problem was not resolved. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).